Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
During a follow-up, increased capture threshold resulting in loss of capture and decreased sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.